Event description:
Failure of waterbath to heat. Design defect; safety bimetallic thermostat mounted too close to heating element resulted in the melting of the thermostat and causing an electrical short to the metallic case. Loss of grounding at plug will put 120 vac on the case with resulting shock hazard.